Event description:
It was reported that following implant the atrial lead threshold, impedance values were within range. Patient was transferred to ward and values rechecked and were normal. The following day post implant check revealed the atrial threshold had increased, the lead was not sensing properly, and impedance showed a slight increase. Due patient fever cough, and chest x-ray that showed possible pneumonia the atrial lead was not re-positioned. X-ray photo revealed possible. The device settings were reprogrammed to vvir. The patient was administered antibiotic for treatment. Approximately one week later, chest x-ray showed infection had improved. Repeat x-ray approximately one week later showed deterioration, and patient was referred to respiratory physician. Patient was treated with multiple antibiotics with no improvement. A cat scan (CT) showed the atrial lead perforating right atrium, and was confirmed with subsequent x-ray. Revision procedure was scheduled. During the revision it was noted that the atrial lead perforated through the appendage, pericardium and the pleural. The atrial lead was removed and the perforation sutured. The pacemaker atrial port was capped; only the rv lead remains with vvir pacing mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the lead was returned with the helix bent.